Event description:
A surgeon reports performing a lens exchange about 6 weeks following the initial intraocular lens implant surgery due to the pt's complaints of glare. Glare was first reported by the pt about 1 month following surgery. Another lens model was used as a replacement and the pt is happy with her outcome. Glare symptoms have resolved.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.